Event description:
During an endoscopy procedure, a cook instinct endoscopic hemoclip was used. The physician cleared off a polyp in the stomach which then started to ooze. They decided to put a clip on it. The clip was advanced down the endoscope and attached to the tissue, but the clip would not come off the deployment catheter. They tried squeezing it in an attempt to release the clip and nothing would work. They pulled back on the device and it came away from the tissue; the clip then released from the catheter coming free inside the patient. A clip from another manufacture was used to complete the initially intended procedure. Other than the clip, a section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functioning testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.